Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was failed back surgery syndrome ¿ other and non-malignant pain. On (B)(6) 2017 it was reported that the patient was due for a pump refill on (B)(6) 2017 and had an appointment at 3:30 pm; however, the office said he didn¿t have an appointment. They then called him and asked him to come in at 3 pm. The doctor was running behind and he had to wait 2-3 hours. He was then told that they didn¿t have the right medication there because they changed staff. The appointment was rescheduled for (B)(6) 2017. On (B)(6) 2017, the patient stated that he was going through withdrawal and wanted to know what to do. The patient was unhappy with his healthcare professional and was requesting physician listings so he could start interviewing a new healthcare professional. Additional information was received from the healthcare professional who reported that the patient got angry with his amount of wait time for his appointment on (B)(6) 2017 and ¿stormed out of the office screaming¿. He then called the office on (B)(6) 2017 wanting his pump refilled but the physician was not in the office. The patient was rescheduled for a pump refill on (B)(6) 2017 and did receive the refill on that date. No further complications were reported/anticipated.